Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the device eroded through the skin pocket. The device pocket was then cleaned up. Moreover, the device was placed in an antibiotic pouch and was covered with more skin. The field representative also reported that the patient was on antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.